Event description:
It was reported that the cpc clip broke off of the front of the motor drive unit. There was no pt involvement.

Manufacturer narrative:
Date sent to the FDA: 4/9/08.- damage to drive connector/coupling - conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the device mfg records was conducted and the device met all finished goods release criteria.